Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height drawer was not opening. The drawer produced a continuous clicking sound, indicated an attempt to open, but failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed and was not opening. A field service engineer (fse) identified that main drawer 4.2 failed to open. The fse tested the drawer using the hardware test application and found that the solenoid was inactive. The fse inspected the components and identified a loose solenoid cable, then reseated the cable to restore proper drawer operation. The system functioned as intended after the field service engineer repaired the device.